Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification using a known good test battery. The device prompted messages appropriately when the test battery was at low charge, and critically low charge states. All internal and external power related connections and connectors were inspected with no discrepancies found. The battery used during the event was not returned as part of this investigation. This investigation has concluded that the device is working as expected. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a(B)(6) male patient, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.